Event description:
I am an amputee that was fitted with 2 faulty liners produced by (B)(4). These liners are distributed by (B)(4). The liners are thin in the front and developed a small hole which caused an ulcer in my stump. I was treated by the burn wound center at (B)(6) hospital. At this time, I still cannot use my prosthetic full time. This injury almost caused me to get an above the knee amputation. (B)(4) claims they are not at fault. Two other amputees have suffered the same injuries due to he same liners. Dates of use: (B)(6) 2011. Never had therapy.